Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the rv lead presented high impedance measurements on the svc vectors. The physician attributed the issue to a separation on the distal anchor point of the svc coil. The issue was resolved by changing the hv vector configuration.